Event description:
Caller states that during a proficiency study, the coaguchek s produced a result of 2.1 inr when the acceptable range was 2.5-3.8 inr. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.